Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's size 6 inner cannula protruded outside the outer cannula, causing the inner cannula to rub along patient's trachea. There was reported patient involvement but unknown outcome.